Manufacturer narrative:
Suspect device was not returned. Process evaluation did not reveal any production error. Review of the treatment plan revealed that implant was planned very close to the buccal plate (less than 0.44 mm). Additionally, the surgical guide only provided assistance for the initial 2.0 mm pilot drill. The rest of the surgical procedure was freehanded by the doctor.

Event description:
Doctor used a surgical guide for dental implant surgery. Doctor took a post-op scan and saw that the implant was placed buccal of the bone on the ridge. Doctor will attempt to place the implant again after patient has healed.